Manufacturer narrative:
On 14 nov 2014, a technical assessment was initiated to investigate non-conforming welds on chromophare dual flat panels at the upper seam. It was completed on 31 mar 2015. The technical assessment concluded that the upper seam welds on the units in inventory were measuring at 1-1.5mm wide, but were supposed to be 3 mm wide according to the technical drawing specifications. The root cause of this non-conformance was identified as a training issue with a new welder. Prior to this new welder starting, there was not a 100% inspection procedure in place. When discovered, all non-conforming units in inventory were scrapped, and considering the most conservative approach, every unit shipped prior to 6 nov 2014 has the possibility of having a weld not to specification. Through the return product assessment provided to the quality engineer team, it was determined that the upper weld on the unit affected by this complaint was cracked in the same manner identified in the technical assessment and further damaged occured due to continued use of the damaged system. In addition, the unit associated with this investigation was identified as an affected unit per technical assessment appendix 2, affected serial numbers. The units are no longer in use.

Event description:
It was reported that on the dual flat panel (dfp) bracket, the weld allegedly broke and the cord box and the bracket dropped down. There were no injuries or adverse consequences reported.

Manufacturer narrative:
It was reported that on the dual flat panel (dfp) bracket weld allegedly broke and the cord box and the bracket dropped down. A stryker field service technician (sfst) replaced the dfp bracket and replaced with a new assembly. The cables were pulled and monitors were installed. A supplemental MDR will be filed when the investigation is completed if new information is available. There was no reported patient involvement or adverse consequences.

Event description:
It was reported that on the dual flat panel (dfp) bracket, the weld allegedly broke and the cord box and the bracket dropped down. There were no injuries or adverse consequences reported.